Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective pull ring cap disconnected from the capd (continuous ambulatory peritoneal dialysis) system y-set. The pull ring cap was discovered to be ¿off¿ the set prior to patient use at the hospital. There was no patient involvement. No additional information is available.